Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave catheter was used. The catheter was able to be flushed during preparation outside the patient, but when the catheter was in the sheath and both were inserted into the body the catheter could not be flushed. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave catheter was used. The catheter was able to be flushed during preparation outside the patient, but when the catheter was in the sheath and both were inserted into the body the catheter could not be flushed. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.